Event description:
The daughter of a female patient contacted lifecor customer support to report that both battery packs seem to be only charging half way. When the battery packs are placed in the charger, they immediately show a full charge. When either battery pack is used in the monitor, the first two segments on the battery meter graphic display would disappear after twenty minutes of use. The final segment would continue to show throughout the remainder of the day until the next battery change. The daughter reports, the patient has been diligent in changing and charging the batteries around the same time each day. The patient's charger and battery packs were replaced.

Manufacturer narrative:
Device manufacture dates: battery charger - 11/2005. Battery pack - 06/2006. Battery pack - 06/2006. Device evaluations of battery charger and battery packs have been completed. The reported problem was confirmed. The cause of the charging problems was a damaged din connector in the rear of the charger where the power cable plugs in. The damaged connector would not permit the mating connector to lock in place, resulting in an intermittent connection. Battery packs functioned properly. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.